Manufacturer narrative:
D4: lot/serial no: (B)(4). Additional manufacturer narrative: an event regarding periprosthetic fracture involving a jts distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: visual inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Material analysis: not performed as no items were returned. Clinician review: the implant in situ was for a jts distal femoral replacement the insertion date is unknown. The surgeon has reported a periprosthetic fracture of the femur. The CT scans shows that the femoral bone has fractured at the tip of the stem which confirms the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 13dec2016 with no reported discrepancies. Complaint history review: there has been 1 other event relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
It has been reported that the patient's distal femur jts needs to be revised due to a periprosthetic fracture.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
It has been reported that the patient's distal femur jts needs to be revised due to a periprosthetic fracture.